Event description:
The hospital reported that during the saphenous vein harvesting procedure, toggle broke and the blades would not open and close on two scissors of the harvesting cannula. No additional information was reported by the hospital. The hospital did not report any patient injury.